Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encountered the issue, reported that the customer ordered new batteries from another battery vendor and installed them in the iabp. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. The batteries that failed were not getinge batteries, they were from another battery vendor. There was no patient involvement, and no adverse event reported.